Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 387 mg/dl. Customer¿s blood glucose value at time of incident was 390 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to perform test. Customer reported that the insulin pump does not allege under delivering. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.